Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, reproducible noise was observed on the atrial lead. Automated mode switch episodes were noted as a result. No changes were made and the patient would be monitored.